Event description:
It was reported that the right ventricular (rv) lead was explanted for an unspecified performance issue. Attempts to obtain additional information as to the specific performance issue will be made. However, the field representative was unable to obtain any further information. No additional adverse patient effects were reports. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted for an unspecified performance issue. Attempts to obtain additional information as to the specific performance issue will be made. However, the field representative was unable to obtain any further information. No additional adverse patient effects were reports. The lead was returned for analysis.